Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components detached from the dcs. The dcs was received with the carriage components slightly loose. The tip-retrieval mechanism appeared intact. The device was received with the capsule fully opened. The device was returned with the end cap/screw gear snap fit connected. A kink was observed on the inner member slightly distal to the spindle hub. The capsule appeared intact with no evidence of damage. Both tab 3 and tab 4 of the male actuator component were observed to be detached from the component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were received from the account confirming actuator (deployment knob) separation. The dcs was returned to medtronic for analysis. A kink was observed in the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device was returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. The device was received with the actuator components detached from the dcs. The carriage was also observed to be loose, most likely due to the actuator no longer securing the carriage components in place. Both snap fit tabs on the actuator components were observed to be detached. There was no other evidence of damage observed on the subject dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading the valve approximately 50% of the way, it was reported the deployment knob of the delivery catheter system (dcs) broke. The handle was in two separate parts. The valve was loaded onto a new dcs successfully and implanted. No adverse patient effects were reported.